Manufacturer narrative:
6/10/97-supplemental report #1 submitted to FDA. Product was not returned to MFR for evaluation.

Event description:
The device was applied during a low anterior resection procedure. Reportedly, the instrument made a hole in a tissue. The hsp and surgeon were unwilling to provide add'l info. However, they did note athat no pt injury occurred. Expiration date: 8/31/2000.